Event description:
It was reported to philips that the system displayed the message that the image disk was full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was aborted. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer who reported that restarting the system did not resolve the image storage errors. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the system's fluoro store was unavailable. The image disk was full and showed a disk read error. The image processing pc (ippc) post had also not been completed. A failed database consistency test indicated that the image store needed to be recreated. The fse recreated the image store. After recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.